Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) regional office in france, where it was visually inspected by a trained f&p service technician. Results: physical damage was observed to the enclosure. The manometer was tested and confirmed to be faulty. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. We also note that the complaint device is more than 13 years old. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in france requested for a preventive service at the fisher & paykel healthcare (f&p) regional office in france. Upon device assessment at the fisher & paykel healthcare (f&p) regional office in france on the 12 august 2019, the manometer was found to be not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) requested for a preventive service at the fisher & paykel healthcare (f&p) regional office in (B)(4). Upon device assessment at the fisher & paykel healthcare (f&p) regional office in (B)(4) on the 12 august 2019, the manometer was found to be not working. There was no patient involvement.